Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify unresponsive button anomaly, buzzing sound anomaly, off no power alarm, time display anomaly and battery out limit alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was 222 mg/dl. Troubleshooting was not performed. The device was returned for analysis.